Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace curved shears instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the tip of the instrument broke off and fell inside the patient. Although the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the jaw tip of the harmonic ace curved shears instrument cracked and fell inside the patient. The broken fragment was retrieved during the same surgical procedure. A back-up instrument was used to complete the procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. It was installed in the universal side manipulator (usm) arm and was used for approximately 30 minutes with no noted instrument removal from the usm arm before observing the issue. The entire fragment was retrieved and a post-operative test was not required.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken blade. The blade was broken at approximately 0.224" from the base. The broken piece was returned. Any inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. The root cause of the failure is fatigue failure due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling misuse and not due to a malfunction of the instrument.